Manufacturer narrative:
(B)(4).

Event description:
The physician had intended to use an input ts introducer sheath during a procedure. It is reported that the tip of the device was damaged during the procedure. Resistance was encountered in advancing the sheath and the access site had to be enlarged so as to allow the physician manipulate the introducer and avoid further injury. No other clinical sequelae reported.